Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon loaded a company toric lens and inserted in to the eye and noticed that the trailing haptic was damaged. The lens was explanted and replaced with another back up lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.